Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during equipment testing prior to a product demonstration at the user facility, the pointer was not displaying accurate readings regardless of calibration and surface matching. The software in use was cranial software, and there was no visible damage or bent tip noticed on the pointer. It was reported that the demonstration was performed with a back-up device. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing prior to a product demonstration at the user facility, the pointer was not displaying accurate readings regardless of calibration and surface matching. The software in use was cranial software, and there was no visible damage or bent tip noticed on the pointer. It was reported that the demonstration was performed with a back-up device. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the pointer would not validate was duplicated; it was confirmed that the device had a bent tip and could not be validated. It is possible that bending forces caused the reported event. The device was repaired and put back into stryker stock.